Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual reported via a manufacturer representative (rep) that there was an issue with the extensions, so they were replaced in 2013. No symptoms were reported. No further complications were reported.